Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose was in the 600 mg/dl range after the customer's diabetic nurse recently adjusted her insulin pump settings. The patient began to receive no delivery alarms as well. The patient treated via manual insulin injection. Her blood glucose has since dropped to 178 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned for analysis.